Manufacturer narrative:
There is no additional information of the event and patient as yet. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The manufacture date is not known. The user¿s complaint was confirmed. Visual inspection of the generator found no abnormalities on the front sockets, and the front panel is functional. The generator was then checked with test working element, a superloop electrode, and a test footswitch. The device generated the cut output and coagulation output powers during activation without a problem. No error code saying output shortage was observed. Further evaluation was performed in electronics line, the reported complaint was confirmed during burn-in the pk/sp side, the message popped up ¿output shortage reapply pedal¿. Troubleshooting was performed using the sprf test board, the problem resolved, and the unit passed burn-in test. Therefore, the reported error output shortage message is due to a faulty sprf pc board. In conclusion, the reason for the faulty sprf pc board could not be determined.

Event description:
As reported for this event, during the beginning of a therapeutic urology procedure the device displayed an output shorted for an unspecified error code. The error code persisted even after swapping out three working elements and the foot pedal and after actuating the electrodes in saline. There was no adverse impact to the patient. The procedure was completed by using another similar device.

Manufacturer narrative:
Relevant additional information has been received for this event. This information is being provided in this supplemental report. Please see the updates in sections: e2, g4, g7, h2, and h10. The initial reporter is a biomedical technician (bmet). This event took place before the procedure with no other devices involved. The intended procedure was completed with no delay and using the same device. The device was inspected before use and no abnormalities were observed. The device did not reboot or display any error messages. The foot pedal alarm did alert. All connections were found to be secured and no cable damage noted.